Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that their teeth feel uneven and are not straight. Bite video was provided by patient and after review found a posterior open bite and a deep overbite. These are a contraindication. Patient's case is under review by clinical team.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.